Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "fm got mixed."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one opened sample from item number 381823. Four photographs were also submitted which displayed similarities to that of the returned units. Upon visual investigation of the unit and photos an unknown matter was observed on the packaging film and needle cover. The unit was sent for ftir testing with results showing human hair. A more in-depth testing returned results closely related to human hair, blood, human skin flakes among other things. Due to the packaging being open, it is unknown where this defect may have occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "fm got mixed."